Event description:
The customer reported that, upon incoming inspection, they had received a failed paddle set. It was discovered during a training session that the discharge buttons did not function.